Event description:
It was reported, that "the doctor found cuff leakage, during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed, that the sample appears used as there is biological material present on the device. The blue balloon cuff was returned partially inflated. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. First, a lab inventory syringe was used to completely deflate both balloon cuffs. Next, the syringe was filled with air and was connected to the pilot balloon for the blue balloon cuff. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was able to fully inflate with no issues. Next, the white balloon cuff was tested. Upon injection of air, the white balloon cuff was unable to stay inflated. It was observed, that there was a hole in the middle of the white balloon cuff, which prevented it from inflating. No other defects or anomalies were observed. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used". "Care should be taken to avoid damaging the cuffs, during intubation. If any one of the cuffs is damaged, the tube should not be used". The IFU also states, "deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning". The reported complaint was confirmed, based upon the sample received. The returned et tube was found to have a hole in the white balloon cuff. Which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely, that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 80 samples were taken from the current production (material number 00267-37 lot # 3086347) at the manufacturing facility. The cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.